Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coiling of an aneurysm, the aneurysm was treated with 3d coils. When the physician had another coil passed to him, the assistant accidentally passed a helical coil and not a 3d coil. This helical coil 3/10mm was also placed in the aneurysm. The physician then decided to take the helical coil out. While trying to retrieve the coil, the coil detached itself. The detached coil was easily retrieved with a catch mini retrieval device and echelon catheter. The patient is reported to be doing well.